Event description:
As reported by the user facility: allergic toxic reaction after prontosan treatment that used for wound cleansing before suprathel application. Patient had a general anesthesia with propofol, rapifen and dipidolor and was intubated with a laryngeal mask airway with atracurium. Patient showed an abrupt bronchospasm, decreased oxygen saturation, loss of blood pressure and tachycardia. Erythema and wheal response occurred. Patient has burned 12 % of its body surface area (bsa) allergic reaction may also have been occurred due to applicated anaesthetics.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4). There were no sample sent for investigation. The cause for this adverse reaction in this case is not fully clear. An epicutaneous test in order to confirm the potential allergy to one of the ingredients of prontosan was offered to the patient but was rejected. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.